Event description:
It was reported via repair work order that the head section has a broken load wheel support which will affect loading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.